Event description:
Bleeding from junctions or internal and external iliac arteries on the right secondary to graft erosion and possible significant aortic aneurysmal leak. It was felt that the endoluminal graft was not functioning properly. Findings: erosion of the right iliac limb of graft causing almost exsanguinating hemorrhage.